Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a manufacturer representative that greater than 40,000 ohms on many electrodes. The caller attempted several troubleshooting steps including repositioning the leads, wiping the leads andreinserting into the header, testing the lead in an mltc, and changing the clinician programmer. The doctor decided to use a new battery and all impedances were normal. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.